Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument successfully loaded a clip but did not clip the cystic duct. The customer tried with another large clip applier and experienced the same issue (refer to the report with patient identifier 572895). There was a procedure delay of 15-30 minutes due to the search for empty clips in the abdomen, which were successfully located. A medium-large clip applier instrument was used instead. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument was inspected prior to use and no damage was identified. The issue was unsuccessful clip application (incomplete closure of the clip). Large-hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified suggested diameter for the clip applier instrument (13mm for the large clip appliers, 10mm for the medium-large clip appliers). The issue occurred with the 1st clip application. The fragments were retrieved with a laparoscopic grasper instrument. 2 intact clips were retrieved, which the reporter indicated was all of the fragments, and no additional post-operative tests were performed. The patient has not returned to the hospital due to experiencing a post-surgical complication or related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting a failure to clip and empty clip fragments, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue and failure analysis testing was completed. The reported clipping issue could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the clip test. Visual inspection found no damage to the instrument. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. No image or video was available for review. A review of the instrument logs for the large hem-o-lok clip applier (part number 470230-12/lot number n10210412-0236) associated with this event has been performed. Per the review, the large hem-o-lok clip applier instrument was last used in a procedure on 04-nov-2022 on system sk4232. The alleged instrument had 82 uses remaining after the last procedural use. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the large clip applier instrument failed to properly clip, and fragments (empty clips) fell inside the patient during a da vinci assisted procedure. The clips were retrieved during the same procedure.